Event description:
It was reported that the home patient (hp) had a minicap with dried iodine. The hp explained that all the minicaps with dried iodine were observed immediately after the packaging was opened. The hp also clarified that the packaging was not damaged or broken before use. The hp stated that the minicaps are stored in the hallway away from the vents and that the hallway is not kept heated. There was no patient injury or medical intervention associated with the report. No additional information is available. This is report 2 of 10.

Manufacturer narrative:
(B)(4). The lot of the reported product was manufactured from 05/02/2014 ¿ 05/09/2014. The device was returned and an evaluation was completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was visually inspected and there were no issues found as iodine was detected in the cap. No flaws or damage were found on the foil of the minicap pouch that could have compromised the seal or component integrity. Upon conclusion of the investigation, the device was determined to meet product specifications. The reported event of inadequate (dried) iodine was not verified through evaluation and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The actual occurrence date was unknown but was reported to have occurred approximately a week prior to the reporting of the event. The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.